Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that compression necrosis occurred. The patient alleged that the device had eroded from the pocket. The following day the leads were explanted and tissue cultures were done but the results had not yet been provided. It was noted that the results of the tissue cultures were negative. A new device was scheduled to be implanted on the opposite side. No additional adverse patient effects were reported.